Event description:
It was reported that the patient was experiencing increased seizures. The patient's mother reports that the increased seizures come in waves (spike in seizures then fall back to baseline) since (B)(6) 2022. Starting at the end of (B)(6) 2025, the patient has had a steady increase of seizures. It was further reported that the patient's generator was replaced due to battery depletion. The suspect device has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B1. Type of report; corrected information, initial MDR selected incorrect option b2. Outcomes attributed to adverse event; corrected information, initial MDR selected incorrect option. H1. Type of reportable event; corrected information, initial MDR selected incorrect option.

Manufacturer narrative:
D4, device information, corrected data: initial report inadvertently submitted without device lot number.

Event description:
Preliminary details indicate the device was discarded.